Event description:
As part of the design for a patient matched tmj implant the existing mandible plates and screws will be explanted. The date of the revision surgery has not been provided at this time.

Manufacturer narrative:
A follow-up phone call between the distributor and the product experience coordinator occurred on (B)(6) 2014. The distributor stated the revision was performed as a part of the patient's surgical plan as the plates that were initially implanted were a temporary solution after the patient sustained a traumatic injury. The distributor was unable to confirm if the explanted parts were manufactured by biomet and stated that the explants were discarded. The complaint stated that the implants were to be removed and replaced with a patient matched implant (B)(4). If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
There is no indication the plates and screws did not function as intended or are being removed for any reason other than placement of a patient matched device. Without a product return, no product evaluation is able to be conducted. The part and lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of two for the same event.